Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their replacement pump was stuck on the ¿fill tubing¿ screen and unresponsive despite troubleshooting. A new replacement was arranged, and the user was advised to return the original pump with the correct label once the new unit arrives. The user was not on backup therapy after the pump failure and was at bg 223 mg/dl at the time of the call. The agent advised contacting the healthcare provider for backup therapy and to seek emergency care if symptoms developed. The user's lowest blood glucose (bg) recorded was 223 mg/dl. No symptoms were experienced by the user during the event was reported. No medical intervention was reported at the time of call.